Event description:
Complainant alleged that during biomed testing, the device's display intermittently showed horizontal lines and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a following up report when our investigation is completed.